Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. The remote transmission showed that the pulse generator exhibited non-sustained right ventricular oversensing on (B)(6) and an episode of ventricular fibrillation on (B)(6) with anti-tachycardia pacing delivered and an aborted shock. All the oversensing episodes were determined to be non-physiological noise from the right ventricular lead. The patient did not have a history of lead noise. The patient reported that he had a recent fall and the event was consistent with the episodes of oversensing found. Lead damage was suspected and the lead noise was reproducible in clinic. Programming changes were made and the patient was scheduled for further examination by x-ray. The patient's condition was stable. No additional information was available at this time.